Event description:
It was reported the customer had two cracks on the display screen on their insulin pump. The customer stated one crack was on the edge of the lcd screen, extending to the reservoir compartment. She also stated the other crack was located on the upper right corner of the insulin pump. Customer's blood glucose was 104 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump had a cracked case at a display window corner.